Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product investigation summary: upon visual inspection of the complaint device, it can be seen that the thread-rod that enables the handle to hold in place is missing from the complaint instrument and was not returned. A root cause could not be determined; a possible cause is that during sterile processing instruments are typically disassembled for cleaning and in this case most likely the thread-rob was misplaced resulting in the complaint description. This complaint is confirmed. The bending pliers for 2.7mm and 3.5mm plates are used in several systems. The bending pliers are used to contour and/or twist 2.7mm and 3.5mm plates to enable the plate to fit the patient¿s anatomy. The relevant drawings were reviewed. The design history was found to not impact the complaint condition. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). Service history review: part no: 329.15, serial/lot no: (B)(4): no service history review can be performed as this is a lot controlled item. The manufacture date of this item is 30december2004. The source of the manufacture date is the release to warehouse date. The service history evaluation is unconfirmed. A service and repair evaluation was completed: the customer reported the item was missing a bolt. The repair technician reported the item was damaged during the repair process. Worn out parts is the reason for repair. The item is not repairable. The cause of the issue is unknown. This item was forwarded to the complaint handling unit. The evaluation was confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. No patient involvement reported. Unknown when device malfunctioned. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. A review of the device history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Service and repair department documented that a cable tensioner had an unspecified malfunction and a bending pliers for 2.7mm & 3.5mm plates was missing a bolt. This was found in sterile processing department (spd). No case or patient involved. This report is 2 of 2 for (B)(4).